Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken or torn in the gusset area. The anterior optic surface was scratched. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 06/19/2009 and 07/10/2009 by phone, fax, and mail. A completed questionnaire has not been received.

Event description:
A user facility reported that an intraocular lens (iol) was exchanged because a haptic was missing. Additional info has been requested.